Manufacturer narrative:
A cardioquip customer submitted an hpc test due to suspected device contamination, to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer perform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. The customer chose to reperform cleaning and disinfection and hpc testing. Results after cleaning and disinfection have not been received by cardioquip yet.

Event description:
A cardioquip customer performed a ntm water sample test on their device due to suspected contamination. Test results outside of cq specifications for water quality were received on (B)(6) 2025, indicating device contamination.